Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to thin sac causing by short latex dwell time, latex dip speeds out too slow and also might be contributed by user related (example: mishandling product or exposed to petroleum or sharp object). No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: proper techniques for urinary catheter insertion: - perform hand hygiene immediately before and after insertion. - insert urinary catheters using aseptic technique and sterile equipment. - use the smallest foley catheter possible, consistent with good drainage. - document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: - secure the foley catheter. Use the statlock® foley stabilization device if provided. - maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. - keep the collection bag below the level of the bladder or hips at all times. - empty the collection bag regularly using a separate, clean collection container for each patient. * generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter placed at the beginning of the case. Balloon inflated with 10ml of sterile water and no problems noted throughout case. When doctor was removing the catheter at the end of the case, they were unable to draw the fluid out of the balloon and instead got back 2ml of blood-tinged fluid. They could not pull the catheter out until they cut the catheter with scissors. The balloon was noted to be broken when the catheter was removed. The planned cystoscopy was performed. No balloon fragments noted in the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter placed at the beginning of the case. Balloon inflated with 10ml of sterile water and no problems noted throughout case. When doctor was removing the catheter at the end of the case, they were unable to draw the fluid out of the balloon and instead got back 2ml of blood-tinged fluid. They could not pull the catheter out until they cut the catheter with scissors. The balloon was noted to be broken when the catheter was removed. The planned cystoscopy was performed. No balloon fragments noted in the bladder.